Event description:
In 2008, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment information was not provided. Dianeal therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the event. Per the nurse the event of bacterial peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted closure of a femoral vein after an electrophysiology procedure. Reportedly, two perclose proglides were being used in an x pattern when a cuff miss occurred with only one of them. The proglide device was replaced with a second proglide and vein closure was achieved. There was no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found an anterior cuff miss occurred as evidenced by untouched anterior cuff tabs and undisturbed anterior needle. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4) - operator not trained - (B)(4). The device is expected to be returned for analysis. It has not yet been received.